Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review (alert date: 15 september 2021). No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for increased pain, abnormal radiographic evaluation indicating interval migration anterior cortex abutment of the proximal stem of the femoral component. This is noted to potentially cause a future fracture. No fracture is indicated currently. Event is serious and is considered severe. Event is definitely related to device and possibly related to procedure. Doi: (B)(6) 2011, doe: (B)(6) 2018, (right knee).